Event description:
The customer reported the system key is stuck and would not fluoro. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.